Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving morphine [20 mg/ml] at a rate of 15 mg/day via intrathecal drug delivery pump. It was reported that the wrong drug concentration was entered and the hcp made a mistake the last time the patient was refilled and hadn't changed the concentration. The pump had 20 mg/ml of morphine but the programmer showed 60 mg/ml. The drug concentration was changed to the correct number and the dosage was adjusted accordingly and the issue was resolved.